Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed open scratches under the device. There is no indication of a device malfunction that caused or contributed to the reported irritation at this time. The patient's doctor advised the patient to remove the device until the irritation heals. The patient's medical condition improved.